Manufacturer narrative:
A.1. A.5. There was no patient involvement. H10: livanova deutschland manufactures the electrical venous occluder (evo). The incident occurred in japan. The unit was returned to livanova japan and the issue was reproducible: the error occurs immediately when the evo is switched on. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a electrical venous occluder (evo) gave an error rc_position_not_close (e1545) and was malfunctioning during pre-use inspection. Evo has been powered off and on and it did not clear. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H11: the clamp was returned to livanova manufacturer site for repair activity. The issue was reproduced: the clamp was not functional and the error code 1545 was confirmed. The inspection of the clamp revealed a high level of corrosion due to fluid penetration on the back lid and clamp housing, power cable, linear actuator, printed circuit boards (pcbs), light barrier cable, metal supports and clamp head. Technical service support international department (tssi) estimated that more than 50% of parts should be replaced to make the evo clamp functioning again. Due to uneconomical repair the clamp was taken out of service and sent back to the customer labeled as ¿not for clinical use¿. According to the complaints database review, no further issues have been submitted for this unit since its installation in 2016. In addition, no concerning trend about the reported issue has been detected by complaints statistical analysis. Based on the collected information, the root cause of the reported issue has been traced back to corrosion due to liquid penetration inside the clamp housing.

Event description:
See initial report.

Manufacturer narrative:
The clamp was returned to livanova manufacturer site for repair activity but no information about the service activity is currently available. Complaints database review revealed that no further issues have been submitted for this unit since its installation in 2016. As per cp_sem_err revision 002 and similar complaint investigations, the error code 1545 indicates that the light barrier and position are not plausible and the possible root causes are: motor is blocked by the wiper ring. Wiper ring not lubricated. If any additional information pertinent to the reported event and impacting the investigation results is received, this complaint file will be re-opened and updated. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.